Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The case was a revision expedium 4.5 case. The patient had the following existing hardware. Thoracic pedicle hooks bilaterally, one on each side right and left. Ti cables below the hooks quantity of 3; magec rods; lumbar pedicle screws bilaterally at 2 levels. Dr (B)(6) removed the left sided pedicle hook and placed 3 lamina hooks onto the ribs then reinserted the magec rod. He chose to leave the right sided construct in place after he determined the hook was well seated. During final tightening of the locking cap, the cap threads sheared off. As a result, the hook displaced and he had to revise the right side too and attach to the ribs.